Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
A patient with a bha on (B)(6) 2025. On (B)(6) 2025, it was discovered that the delta ceramic head was partially damaged. The physician plans to follow-up at this time. Other than the damaged implants, there have been no patient symptoms or other health problems to date.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed via clinician review of provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: I have reviewed the documentation provided, including the product inquiry cover sheet, an event summary sheet, an ap pelvis x-ray and a highly magnified x-ray of the tha articulation. Event description: a patient with a bha on (B)(6) 2025. On (B)(6) 2025, it was discovered that the delta ceramic head was partially damaged. The physician plans to follow-up at this time, but contacted stryker wanting to know why it broke. The event summary sheet confirms that a delta v-40 head was implanted. The ap x-ray as well as the magnified x-ray demonstrate a small foreign body alleged to be a chip of the ceramic head. A foreign body within the replaced hip joint is confirmed. No documentation was provided to ascertain the exact material that is constituted in this foreign body was provided. The root cause of this mechanical complication is not able to be determined from the limited information provided. Should further documentation become available I would be happy to further this investigation. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: as reported: "a patient with a bha on (B)(6) 2025. On (B)(6) 2025, it was discovered that the delta ceramic head was partially damaged. The physician plans to follow-up at this time, but contacted stryker wanting to know why it broke.' A review of the provided medical records by a clinical consultant indicated: the event summary sheet confirms that a delta v-40 head was implanted. The ap x-ray as well as the magnified x-ray demonstrate a small foreign body alleged to be a chip of the ceramic head. A foreign body within the replaced hip joint is confirmed. No documentation was provided to ascertain the exact material that is constituted in this foreign body was provided. The root cause of this mechanical complication is not able to be determined from the limited information provided. Should further documentation become available I would be happy to further this investigation. No further investigation for this event is possible at this time. If device/additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.